Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system produced 2 stored untreated events. Technical services (ts) analyzed device episode data and determined that this was due to oversensing of the t-wave and baseline noise while programmed in the alternate vector. After detection, the device charged, but the charge was diverted after sensing corrected. The patient's r-wave was low around 0.4 mv. It was noted that reprogramming will be considered. Later, one inappropriate shock was delivered due to oversensing of myopotential noise while in the primary vector. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.

Manufacturer narrative:
The aware date should have been 15jan2025 to begin with.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system produced 2 stored untreated events. Technical services (ts) analyzed device episode data and determined that this was due to oversensing of the t-wave and baseline noise while programmed in the alternate vector. After detection, the device charged, but the charge was diverted after sensing corrected. The patient's r-wave was low around 0.4 mv. It was noted that reprogramming will be considered. Later, one inappropriate shock was delivered due to oversensing of myopotential noise while in the primary vector. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.